Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The tamper seal was intact. A review of the event history log (ehl) evidenced the following: (B)(6) 2020 4:03:35 pm high alarm displayed: cassette not attached properly. The investigator was unable to duplicate the customer reported product problem. Testing was performed and found that the pump was functioning as intended. The program was run for an extended period of time without issue. The pump software was reinstalled as a preventive measure.

Event description:
It was reported that the smiths medical cadd ms3 pump was inoperative. No adverse effects reported.